Manufacturer narrative:
The returned intraocular lens has not yet been received for analysis. The lens met all manufacturing specifications prior to release. All information available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Device not received for analysis

Manufacturer narrative:
Added patient's age and date of birth. Added surgeon's name. Visual inspection of the intraocular lens (iol) optic parts took place and no optical deviations could be found. The manufacturing record was reviewed and showed no deviations. We do not suspect this event was caused by the iol. At the date of this report, amo has provided all available information. No further information is expected.

Event description:
It was reported that the lens was explanted due to positioning. The incision was not enlarged. The lens was replaced with the same model intraocular lens with a lower diopter.